Manufacturer narrative:
The device was received for evaluation. The customer's reported complaint of "shutdown without warning" was confirmed when trying to perform the cassette test and the device alarmed n56 (replace battery). However when the ac power was disconnected the device powered off; this was also found this alarm in the alarm history logs. The probable cause of the reported issue is the battery. When the battery was replaced, the cassette test was able to be performed with ac power or dc power only. All relevant pvt test passed with no alarm or error codes.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a plum 360 infusion pump that was reported to have shutdown, without warning, during transport of a patient from ICU to CT. The patient required pressor infusion during the transfer and patient was kept on the same infusion rate. The customer mentioned that a new battery was installed in (B)(6) 2022. It was not reported whether any interventions was required; there was delay in care as the infusion was transferred to another pump. It was not specified how long the delay was, or if any changes to patient status. There was patient involvement, but no harm was reported as a consequence of this event.